Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: in the initial MDR section 'event date' was populated with the explant date, however the date of onset of symptoms is unknown as it was not provided. Device evaluation: the device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search revealed that no other complaints for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event, exact date unknown/not provided. Best estimate date is between (B)(6) 2019. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient experienced halos and glare, therefore, the intraocular lens (iol) was explanted from the patient's operative eye. There was no patient injury and no additional intervention required. A non-johnson & johnson lens was implanted as a replacement lens. The patient was discharged and is doing fine. No additional information was provided to johnson & johnson surgical vision.